Manufacturer narrative:
Evaluation results: fourteen cadd extension cassettes were returned for investigation. One sample was received in used condition within its original package, and thirteen samples were received in unused condition. The samples were visually inspected at a distance of 12 inches under normal conditions of illumination. No discrepancies were detected in the fourteen samples. The samples were subsequently tested using a hydrostatic vessel to look for leaks. No leaks were identified in any of the samples. No fault was found.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that "around the time the hickman line was changed, the pump started beeping." It was reported that when the smiths medical cadd extension set was changed, the pump stopped beeping. The reporter indicated that the line looked "more opaque than usual." No adverse patient effects were reported. Please reference 3012307300-2019-06369 for smiths medical cadd pump.